Event description:
Concomitant device reported: cannulated drill bit ( part# 03.168.005, lot# f-26753, quantity#1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot, catalog, and UDI. G1: manufacturing site name and address. H3, h4, h6: part number: 03.168.006, lot number: f-28323, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: april 30, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 12.5 mm reamer component (p/n: 03.168.006, lot #: f-28323) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that no issues were observed with the returned device. Functional test: a functional test was performed on the returned devices. The returned 12.5 mm reamer component (p/n: 03.168.006) and the nut for reamer were able to assemble/disassemble onto the returned drill bit (p/n: 03.168.005, lot # f-26753) and the construct was able to function as intended. The nut for reamer component was being investigated. Can the complaint be replicated with the returned device? No. Complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the 12.5 mm reamer component (p/n: 03.168.006, lot #: f-28323). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown reamer/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral neck system (fns) procedure, the nut on the reamer got caught on the surgical incision/ioban and stayed stationary while the reamer advanced. It unlocked from reamer, allowing reamer to advance through the femoral head. The surgeon was able to finish the procedure and place the fns successfully. The surgeon removed, cleaned and reassembled the complete reamer. He then used fluoroscopy/c-arm to determine the length of the bolt. He was then able to finish the case with a surgical delay of unknown minutes. The patient outcome was unknown. This report is for an unknown reamer. This is report 1 of 1 for (B)(4).